Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced pain and mild dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including linx device implantation and hernia repair occurred without issue on (B)(6) 2016. -uneventful device explant due to pain on (B)(6) 2017. -the device was found in the correct position/geometry at the time of removal. -the patient was "feeling good" after device explant and the "pain is gone" with no gerd symptoms present.